Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 21mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed and released in the laa and at that moment, a perforation with subsequent pericardial effusion and tamponade was observed. The closure device stopped some of the bleeding. The patient also experienced hypotension. They were able to stabilize the patient by performing a pericardiocentesis and re-infusing the blood. They then moved the patient to the operating room and performed open heart surgery to repair the perforation. The closure device was removed during surgery. The patient remained in the hospital one week before being discharged with no complications.

Manufacturer narrative:
H6: correction to evaluation conclusion codes - the evaluation conclusion was updated from 'known inherent risk of device' to 'unintended use error caused or contributed to event'.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 21mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed and released in the laa and at that moment, a perforation with subsequent pericardial effusion and tamponade was observed. The closure device stopped some of the bleeding. The patient also experienced hypotension. They were able to stabilize the patient by performing a pericardiocentesis and re-infusing the blood. They then moved the patient to the operating room and performed open heart surgery to repair the perforation. The closure device was removed during surgery. The patient remained in the hospital one week before being discharged with no complications.